Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, at the point of no recapture (ponr) and at full release of the valve, the patient's st elevation increased making right coronary artery imaging not possible. Percutaneous coronary intervention (pci) was attempted, but was unsuccessful. Subsequently, an emergency coronary artery bypass grafting (CABG) was performed. It was confirmed that the alignment of the valve was in place using cusp-overlap view (cov). It was thought that the valve leaflet may had been the cause, but it could not be confirmed. Per the physician, the causal relationship with the valve was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012054719); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012078003); product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the obstruction was a right coronary artery occlusion due to the transcatheter valve.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, at the point of no recapture and at full release of the valve, the patient's st elevation increased making right coronary artery imaging not possible. Percutaneous coronary intervention was attempted, but was unsuccessful. Subsequently, an emergency coronary artery bypass grafting was performed. It was confirmed that the alignment of the valve was in place using cusp-overlap view. It was thought that the valve leaflet may had been the cause, but it could not be confirmed. Per the physician, the causal relationship with the valve was unknown. No additional adverse patient effects were reported. Additional information was received that there was no previous coronary artery occlusion prior to the implant of the valve. It was noted that a later computed tomography scan showed that the valve was obstructed by its leaflets. Subsequently, a permanent pacemaker was implanted due to an unspecified conduction disturbance on the day of the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Patient codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.